Event description:
Treatment of an avm with onyx. It was reported the physician embolized two feeders of the avm using three marathon catheters with approximately 1.94ml of onyx. Post procedure, sah noticed via CT scan. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Models and lot# of the onyx involved: model# 105-7000-060, 105-7000-080. Lot# 7279662, 7201659. Qty 4 vials, 4 vials.